Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl at the time of incident and current blood glucose 520 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with the insulin pump and a manual injection. Based on customer report customer did not allege pump was under delivering. A customer assisted with performing the high pressure test and test was passed. The customer stated that they had insulin flow block alarm. The insulin pump will not be returned for analysis.